Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil adjacent to the connector boot consistent with friction to the device can. Electrical testing that could be measured was normal. All other damages noted are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.